Event description:
It was observed that during the device evaluation, the video system center exhibited the system sometimes did not start up properly. There were no reports of patient involvement.

Manufacturer narrative:
The device evaluation found the system sometimes did not start up properly. Based on the results of the legal manufacturer's investigation, the system not starting up properly was likely caused by converter failure. However, a definitive root cause could not be identified. A review of the device history record found no deviations that could have caused or contributed to the reported it has been over 11 years since the subject device was manufactured. Olympus will continue to monitor the field performance of this device.